Event description:
The pt was intubated with a double lumen endotracheal tube. The dr was suctioning out saline after lung lavage and noted that the ventilator was no longer ventilating the pt. Volume, pressure, and manual modes of ventilation were attempted. Ventilation was successfully accomplished using an ambu bag.